Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study via the manufacturer representative. It was reported the device "was functioning perfectly" and there was "no reason to send the device in for analysis since there was nothing wrong with it".

Event description:
Information was received in (B)(6) 2017 from a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported there was a loss of therapy and that the patient had not been getting pain relief for three months ((B)(6) 2016). The patient had constant pain and was taking medication for a year. The patient had an appointment on (B)(6) 2017 and felt like he needed to have reprogramming or adjustments for the therapy to be a little more effective. If the patient didn't get more pain relief, he would consider getting the device removed. There were no falls that contributed to the issue, however, the patient reported his trauma was removing snow and experiencing pain when shoveling. Additional information was received from the healthcare professional of a clinical study. The system never worked to control symptoms. It was reported that the reason for modification was that there was poor pain relieve with the spinal cord stimulation system and a lumbar fusion was scheduled. The device was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Per the principal investigator, there was no malfunction of the system. The patient no longer liked stimulation although scs was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study reporting the patient experienced suboptimal pain relief. Since the patient¿s last visit ((B)(6)2016 reprogramming), initial pain improved temporarily. The patient stated 20% relief. The patient felt their stimulation has been different, perhaps absent for past 6 months. Prior to that, the patient had 6 months of good stimulation with all programs and good pain control. The devise was functioning perfectly, the patient had become tired of the paresthesia and no longer found scs helpful and wanted it explanted. The outcome was reported as resolved without sequelae on (B)(6)2017. It was noted the lumbar fusion was scheduled for (B)(6).